Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The physician attempted to retrieve the inferior vena cava (ivc) filter in 2007. When the physician went to retrieve the filter, it was found leaning against the vessel wall, and retrieval with the snare catheter (sheenman) was not possible. The patient is a female. The filter was inserted approximately 10 days earlier. The indication for the filter insertion is unk. The size and shape of the vena cava is unk. It is unk if there was any thrombus present at the delivery site during insertion. The access site is unk. The delivery location of the filter was l3 of the ivc. There was no difficulty placing the filter. It is noted that there were no other interventional procedures performed on the patient following filter insertion up to the attempted retrieval. A second attempt to retrieve the filter was made on three days later, and this time filter retrieval was successful. There was no adverse event, and the patient is in stable condition.